Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
Surgery for a posterior fascia tumor removal was in progress for a long time when the 35 khz neurosurgical hand piece was tested. The unit would only spray water intermittently and the unit felt hot. As a result of this event, the hand piece was not used. The remainder of the surgery was done manually. There was no delay in surgery and no pt injury as a result of this incident.